Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was also noted that an e226 communication error occurred. The camera cable and switch box were worn out and the plug connector had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd 3cmos autoclavable camera head was connected to the processor but no camera image was seen on the monitor. The camera was changed to another one. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that the image was not displayed and e226 error occurred due to connector failure. E226 error is an error when an abnormality occurs in communication between endoscope and processor. (Instruction manual otv-s300 chapter10 troubleshooting 10.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.